Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was running in the wrong mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.